Event description:
Pt to or for dilatation and curettage (d&c) hysteroscopy. During the ablation cycle, using the thermachoice balloon ablation machine, the machine only heated to 6 minutes instead of the 8 minute cycle time. Machine alarmed with the code of 8888-8888-8888. The manufacturer help line was called.